Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the ios g6 app. However, data for the android g6 app was provided for evaluation. It was determined that the signal loss was related to the mobile application the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred for the ios g6 app. It was determined that the signal loss was related to the mobile application. However, data for the android g6 app was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.